Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that over remote transmissions the device was showing some far field r-wave oversensing, the atrial sensing was small and thresholds had increased. The patient had not been seen in the office since one month after implant. The device remains in use. No patient complications have been reported as a result of this event.